Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in patient for endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient returned for follow-up on an unknown date post index procedure and stent graft migration was discovered. The stent graft had migrated approximately 1cm below the renal arteries. Per the physician, the cause of the stent graft migration was due to patient anatomy, dilated aortic neck. A secondary intervention was performed. Two additional cuffs were placed as well as endoanchors. The endoleak reportedly resolved and the patient was stable. No additional clinical sequelae were reported and the patient is fine. Additional information received reported that the physician accidentally pushed the cuff up. A second cuff was successfully implanted. There was no endoleak. And was this was confirmed by ivus.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.